Manufacturer narrative:
(B)(4).

Event description:
Patient presented with an acute mi and was treated emergently with a resolute integrity drug-eluting stent. Patient was not stable enough to deploy any more stents at this time so the physician waited two days and implanted three more resolute integrity stents. Patient began to have symptoms immediately after implantation with trouble swallowing, excess mucus, bowel problems, dizziness, weakness, and bleeding excessively through their nose. Patient denied any chest pain. Patient believed the problems were with the medication, and at 4 weeks they stopped all medications. All of their symptoms subsided, except the throat swelling, mucus and difficulty breathing. Patient believes they were having an allergic reaction to the metal in the stent. Patient went to an allergist for patch and blood testing. Both blood and patch tests came up positive for nickel. Patient believes the symptoms are not directly due to the stent. Patient does have fibromyalgia and with those symptoms under control the symptoms have almost gone away.